Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose at time of incident was under 54 mg/dl. It was unknown whether auto mode smart guard feature was active or not at time of low blood glucose event. The insulin pump will not be returned for analysis.